Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that during a pump replacement procedure, the hcp inserted a new intrathecal catheter. However, the hcp elected to improperly attach the old, non-functioning catheter to the new morphine pump. The hcp also improperly tested the new catheter, which was not attached to the pump. The hcp further failed to properly ligate and secure the excess catheters left in the patient¿ body. On or about (B)(6) 2017, a week after the first pump was replaced, the patient returned to the hcp's office because they were experiencing a leak of spinal fluid into the pump pocket. The next day, (B)(6) 2017, the hcp performed surgery to investigate the cause of the csf leak and make any necessary revisions. During the surgery, the hcp determined that the leak of csfwas related to the first catheter. The hcp once again supposedly ligated the catheter. Shortly thereafter, the patient began experiencing painful headaches in the back of their head, as well as pain at the base of their skull that radiated into their scalp, upper neck, shoulders and back. The patient would also experience momentary blackouts. In (B)(6) 2017, the patient underwent treatment.the patient felt that the new pain pump was not providing any relief and wanted to have it removed. On (B)(6) 2017, the hcp performed surgery on the patient. The hcp made an incision into the pocket, disconnected the second pain pump from the second catheter, and removed the pump. However, the second catheter was left inside the patient's body. The hcp noted there was no leak of csf. After the (B)(6) 2017 surgery, the patient continued to experience headaches and radiating pain in their skull, neck, and upper back. The patient reported their symptoms to their doctors, but did not receive effective treatment. The hcp prescribed additional pain medication and was referred to other physicians. In approximately (B)(6) 2018, the patient returned to the hcp for additional treatment for their ongoing headaches, radiating pain, and blackouts. The hcp referred the patient for a CT scan, but advised that he could not provide any further treatment and suggested that the patient seek treatment from a neurologist. The patient underwent a CT scan of their head, thoracic spine, and lumbar spine on (B)(6) 2018 at the clinic. The CT was interpreted by a hcp, who failed to identify any abnormalities that would explain the patient's ongoing symptoms. In approximately (B)(6) 2019, the patient began treating with a neurologist. The neurologist provided pharmaceutical pain management, but they failed to investigate or determine the cause of the patient's symptoms. In (B)(6) 2020, the patient finally was treated with a new neurosurgeon. After learning of the patient's symptoms and reviewing the patient's CT scan, the neurosurgeon determined that the patient might be suffering from an ongoing leak of csf. On (B)(6) 2020, the neurosurgeon performed surgery on the patient's spine to address their ongoing back pain and headaches. During the course of the surgery, the neurosurgeon determined that the patient had been experiencing an ongoing leak of csf in connection with the first catheter.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 40 mg/ml dilaudid at a dose of 2 mg/day 40 mg/ml bupivacaine at a dose of 2 mg/day, and 50 mcg/ml baclofen at a dose of 2.5 mcg/day via an implantable infusion pump for spinal pain. It was reported that after the doctor replaced the entire system on (B)(6) 2017 he was unable to aspirate the catheter and he opted to leave the prior catheter in place partially and was unable to tie off as it retracted when cut. The catheter then started to drain. The hcp stated that in the office (B)(6) 2017 he drained approximately 40 ml and felt it was cerebrospinal fluid (csf). Fluid was accumulating in the pump pocket set. The patient was scheduled for surgery on (B)(6) 2017 to open the pocket and explore the csf leak. In the operating room the doctor examined the new pump connection and existing new catheter. The hcp noted a trickle from area of prior catheter tunneled, no catheter segment was visible. The doctor then opened at spinal incision to locate prior catheter and csf flow was noted from inactive catheter segment which was pulled through the spinal incision to allow him to cut and tie off. The doctor chose to tie off his own way. No csf flow was noted once the doctor tied off multiple times. The source of the csf leak was noted to be the prior cut catheter. The issue was resolved at the time of this report and the patient's status was "alive- np injury". No further complications were expected or anticipated.